Event description:
Alleged deflation.

Event description:
Deflation.

Manufacturer narrative:
No manufacturing defect or other abnormality was found on macroscopic or microscopic examination of the explanted device. No leak could be reproduced during explant analysis. The cause could not be determined.